Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer that they have a dl PICC line with a leaking t lock assembly. The incident occurred (B)(6) 2023 when the product was used on a patient. The leak was discovered when the line was primed. The device was secured with a statlock. The event did not involve an urgent or life threatening situation and there was no harm reported. No treatment was interrupted, no complications or symptoms experienced by the patient.